Event description:
On (B)(6) 2023 iegm of fast non-sustained tachycardia was recorded, the available iegm has been inspected in detail and revealed the presence of noise in the rv channel. The device started to charge for shock and during charging the shock was aborted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found squeezed and damaged at 49 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 30, 2023 and july 29, 2024 recorded the stable pacing impedance around 400 ohms and stable shock impedance around 70 ohms, the analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.